Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that the audible alarm of a mr850 respiratory humidifiers was not functioning. There was no reported patient consequence.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that the audible alarm of a mr850 respiratory humidifiers was not functioning. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, and our knowledge of the product. Results: the customer reported that the audible alarm of an mr850 respiratory humidifier was not functioning. Conclusion: without the complaint device, we are unable to determine what may have caused the reported failure. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual states that "all servicing procedures shall be followed by a humidifier functional test and an electrical safety test, to ensure proper operation." The mr850 is equipped with visual alarm indicators in addition to the audible alarm.